Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined low blood glucose (bg) level of 47 mg/dl. Low bg was addressed by consuming snacks. Reportedly, customer continued to use the pump for insulin therapy.